Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck [foreign body in reproductive tract]. Strings on tampons unraveled and break [device breakage]. Strings break when I try to take my tampon out... Tampons got stuck because the string broke [complication of device removal]. Case description: consumer sent e-mail stating the strings on the tampons are often unraveled and break when she tries to take the tampons out. No serious injury was reported.

Event description:
Tampon got stuck [foreign body in reproductive tract]. Strings on tampons unraveled and break [device breakage]. Strings break when I try to take my tampon out... Tampons got stuck because the string broke [complication of device removal]. Consumer sent e-mail stating the strings on the tampons are often unraveled and break when she tries to take the tampons out. No serious injury was reported.

Manufacturer narrative:
27-aug-2020 product investigation results: no failure could be identified as a result of the investigation.